Event description:
The customer's mother stated that the customer has been hospitalized several times due to hypoglycemia and seizures. Troubleshooting was performed, and it was found that the customer has been experiencing low blood glucose levels since his basal rates were changed. While checking the insulin pump's history files, some erratic bolus delivers were found. The customer's mother stated that she will contact the customer's medical team to adjust the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.